Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller  d4: model #: 1420, catalog #: 1420, expiration date: 30-nov-2021, serial or lot#:  (B)(6), UDI #:(B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-nov-2020, h5: no, d1: heartware ventricular assist system ¿ controller, d9: no ,h4: mfg date:  h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. It was stated that the patient was out of town, and the patient's family member searched for youtube videos of how to perform a controller exchange without contacting the healthcare facility. A controller exchange was performed, and the patient's family member was confused and struggled to correctly connect the power sources and driveline to the new controller. Multiple ventricular assist device (vad) stop alarms occurred during the controller exchange.  It noted that log file review indicated that power was connected to the controller, but the driveline was not connected to the controller for 16 minutes. It was stated that it was "unknown if the pump was on during this time". The new controller, vad and driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) additional products: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) pump (B)(6), one (1) controller ((B)(6) and one (1) controller with unknown serial number were not returned for evaluation. Log file analysis associated with (B)(6) revealed a controller power-up event logged on 14/oct/2023 at 16:54:22. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 29/jul/2021. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that (B)(6) was the patient¿s back up controller and the controller power-up event occurred during a controller exchange. A successful motor start event was logged on 14/oct/2023 at 17:11:46. Fifteen (15) vad disconnect alarms were logged on 14/oct/2023 between 16:54:29 and 17:11:38 indicating that the controller was powered on without the driveline connected. Log files associated with the patient¿s primary controller were not available for analysis. As a result, the reported vad stopped and controller fault alarm involving the primary controller events could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. The ob served controller power-up and vad disconnect alarms associated with (B)(6) event was confirmed. The most likely root cause of the controller power-up can be attributed to the described controller exchange. The vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, as described in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.